Event description:
Physician initially reported "alcl" bilaterally and it was later determined that there is no malignancy against the left side device.

Manufacturer narrative:
Previous medwatch submission noted lymphoma-alcl suspected against left side. Upon review of records including contra-lateral side record, allergan medical safety has determined that there is no malignancy against the left side device.

Event description:
Patient representative reported patient experienced ¿seroma, swelling,¿ ¿capsular contracture,¿ baker grade unknown, ¿infection,¿ ¿heat sensation,¿ ¿pain prior to explant procedure,¿ ¿chronic pain,¿ ¿rashes,¿ ¿itching,¿ and ¿mental pain, anguish and fear due to risk of further/increased risk of alcl, and other past and future. Non-economic damages. Mental pain and suffering,¿ ¿suffers from serious emotional distress including anguish, fright, horror, nervousness, grief, anxiety, and worry of bia-alcl,¿ ¿mental and emotional suffering, fear, grief, anxiety, apprehension.¿ patient representative also reported patient ¿suffered personal injuries and related damages,¿ ¿suffered, and continues to suffer, from permanent physical injury,¿ ¿disfigurement¿ and ¿disability;¿ these events are not related to the device. Device was explanted. This record is for the left side.

Manufacturer narrative:
The events of capsular contracture, baker grade unknown, seroma(late) and infection(unknown onset) are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to "alcl." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side "alcl." Device has been explanted. Histopathological markers were not provided.